Event description:
Reported alleged the blood glucose monitoring device had some discoloration of the pins that were to the right of the 3rd, 4th & 5th ones. The reporter stated there was no damage to the meter and no smoking smell either. Reporter indicated there is no cleaning evident and the meter was removed from the floor from further use. A request was made for the return of the suspect device and replacement product was sent.